Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient ID: no information provided.

Event description:
The customer observed smoke from the alinity I processing module. Field service inspected the analyzer and found the power supply was the cause of the smoke. No fire or evidence of fire was observed. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation in still in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions was were not included in the initial report.

Manufacturer narrative:
Service inspected the analyzer and determined that the main power supply, processing module was the cause of the smoke. Service replaced the main power supply, processing module (part number a-30103383-02) to resolve the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with smoke. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no systemic issues or trends related to the complaint issue. Trending data and manufacturing documentation for the main power supply, processing module did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the main power supply, processing module; the smoke did not spread to other parts of the module. Based on this investigation, no systemic issue or deficiency of the alinity I processing module was identified.

Event description:
The customer observed smoke from the alinity I processing module. Field service inspected the analyzer and found the power supply was the cause of the smoke. No fire or evidence of fire was observed. No impact to patient management or user safety was reported. Null